Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The lead was capped and replaced with a competitor product. No patient complications have been reported as a result of this event.